Event description:
It was reported that there was an apparent lead fracture. The lead was capped, and no patient complications were reported. It was reported that there was an apparent lead fracture. The lead was capped and no patient complications were reported.